Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was not able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy delivered and the electrical continuity test passed without any issues. There was no problem detected. Additional finding not reported by the site: the instrument was found to have a damaged insulation on the conductor wire. The piece of the conductor wire was nicked and was exposing the electric wires. There was no material missing. Root cause of this failure is attributed to a component failure. A review of the instrument log of the force bipolar (part # 471405-06/ lot # k10210823-0056) associated with this event has been performed. Per the logs, the instrument was last used on 01-dec-2021 on system sk1621. The alleged event occurred on the 8th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis found a piece of the conductor wire was nicked and was exposing the electric wires. The conductor wire delivered energy and the electrical continuity test passed without any issues. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur due to the potential of stray energy from the exposed wire.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, a force bipolar instrument would not cauterize. The procedure was completed with no reported injury. On 28-jan-2022 intuitive surgical, inc. (Isi) contacted the initial reporter. Information regarding patient demographics, relevant testing, and medical history was requested, but was not provided.